Event description:
Covidien received info from the USA stating that during patient use of an ht70 plus ventilator, after the patient was removed from the unit, in an attempt to reboot the unit, the ventilator screen was observed to be white/blank and frozen. The unit could not be turned off, and the user screen was unresponsive. The pt was then transferred to another unit. There were no negative pt consequences reported as a result of the incident. Ventilator settings at the time of the incident were: mode- assist control mandatory ventilation; volume control - 0.75; flow -43; I-time -1.4, respiratory rate -12. Covidien received info from the customer that the patient died "much after the event occurred," and that the death had no relation to the incident.

Manufacturer narrative:
The investigation is on-going. When add'l info is available, a follow up report will be sent. (B)(4).